Manufacturer narrative:
(B)(4) animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, the contrast, up arrow and down arrow buttons had intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. The display was found to be dim and discolored.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: unresponsive keypad buttons with button contact contamination and a dim, discolored display.